Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 35-year-old female patient who had essure (batch no. 50512930) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia on (B)(6) 2017, chronic tonsillitis in 2011, hypothyroidism from (B)(6) 2009 to 2018, hemorrhoids thrombosed on (B)(6) 2009, sebaceous cyst excision in 2005 and ovulation pain. Previously administered products included for an unreported indication: medroxy progesterone from (B)(6) 2009, nuvaring from 2006 to 2009 and ortho evra from 2004 to 2005. Concurrent conditions included chronic cervicitis. Concomitant products included estradiol since 2013, levothyroxine sodium (synthroid) (B)(6) 2009 to 2018 and medroxyprogesterone acetate (depo-provera) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced anxiety ("anxiety") and depression ("depression/psych injury"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced bladder disorder ("bladder problem/bladder issues"), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych inury"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine"), nausea ("nausea"), post procedural infection ("complications during removal surgery: infection") and ovulation pain ("ovulation pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with clarithromycin (macrobid), escitalopram oxalate (lexapro) and surgery (ablation on (B)(6) 2011 and on (B)(6) 2013 hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes/oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea, dyspareunia, abdominal pain, back pain, hypersensitivity, psychological trauma, bladder disorder, urinary tract infection, vaginal discharge, fatigue, hormone level abnormal, migraine, nausea, weight increased, anxiety, depression, post procedural infection and ovulation pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, ovulation pain, pelvic pain, post procedural infection, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure insertion date(s) discrepancy: (B)(6) 2010. Left ostia: 4 coils right ostia: 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2013: post surgical change in lower anterior abdominal wall. A small amount of air is present within the rectus sheath. However no fluid collection or abscess is identified at this time. Hysterosalpingogram - on (B)(6) 2010: occluded bilateral fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: dysmenorrhea, menorrhagia. Lot number: 50512930, manufacture date: 2010/05, expiration date: 2013/05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a (B)(6)-year-old female patient who had essure (batch no. 50512930) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia on (B)(6) 2017, chronic tonsillitis in 2011, hypothyroidism from (B)(6) 2009 to 2018, hemorrhoids thrombosed on (B)(6) 2009, sebaceous cyst in 2005 and ovulation pain. Previously administered products included for an unreported indication: medroxy progesterone from (B)(6) 2009 to (B)(6) 2009, nuvaring from 2006 to 2009 and ortho evra from 2004 to 2005. Concurrent conditions included chronic cervicitis. Concomitant products included estradiol since 2013, levothyroxine sodium (synthroid) (B)(6) 2009 to 2018 and medroxyprogesterone acetate (depo-provera) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced anxiety ("anxiety") and depression ("depression/psych injury"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced bladder disorder ("bladder problem/bladder issues"), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine"), nausea ("nausea"), infection ("complications during removal surgery: infection") and ovulation pain ("ovulation pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with clarithromycin (macrobid), escitalopram oxalate (lexapro) and surgery (ablation on (B)(6) 2011 and on (B)(6) 2013 hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes/oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea, dyspareunia, abdominal pain, back pain, hypersensitivity, psychological trauma, bladder disorder, urinary tract infection, vaginal discharge, fatigue, hormone level abnormal, migraine, nausea, weight increased, anxiety, depression, infection and ovulation pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hypersensitivity, infection, menorrhagia, migraine, nausea, ovulation pain, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure insertion date(s) discrepancy: (B)(6) 2010 and (B)(6) 2010. Left ostia: 4 coils right ostia: 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2013: post surgical change in lower anterior abdominal wall. A small amount of air is present within the rectus sheath. However no fluid collection or abscess is identified at this time. Hysterosalpingogram - on (B)(6) 2010: occluded bilateral fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet received: event injury nos was updated with dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain/chronic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), hypersensitivity, psych injury, bladder problem, uti, vaginal discharge, fatigue, hormonal changes, migraine nausea, weight gain were added, reporter (consumer) information updated, patient date of birth, age group added, essure indication updated, product start date updated, stop date added and reporter causality comment added. Fu 2 and 3 processed together. On 19-sep-2019: plaintiff fact sheet and medical records received: new events abnormal bleeding (vaginal), anxiety, and depression were added. Reporter information, lot number, other relevant history, lab data, concomitant drugs were added. Fu 2 and 3 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.